Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the flex arm is not tightening. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual examination of the instrument identified bend in threaded shaft, consistent with bend stress overload; this bend prevents fully opening clamp. Manual functional testing of clamp portion of instrument did not identify issue with respect to securing instrument, or loosening of instrument after being secured.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.